Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant, the physician noticed that the patient's blood pressure and oxygen saturation had dropped. An echocardiogram was performed and a diagnosis of cardiac tamponade was made. A pericardiocentesis was successfully performed and the patient was transferred to the intensive care unit in stable condition. Examination the following day revealed that leads measurements were normal and the patient was in stable condition.